Event description:
The customer reported that the system intermittently displayed communication and generator error messages. These messages likely caused the system to shut down, lock-up or prevented the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was adjusted. The system was then found to be operating as intended.